Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced heart failure symptoms. It was found that the right ventricular (rv) lead did not have appropriate slack and during an attempt to reposition the rv lead the helix would not re-extend. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead had pulled back out of the atrium and was in the subclavian vein. The ra lead had unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.